Event description:
It was reported that the subject device optics showed a coloured screen (purple). The issue was found during reprocessing of the device. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: h6 - medical device problem code (changed from ¿a090208¿ to ¿a0603¿). The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end) and broken r-unit. Based on the results of the investigation, a definitive root cause could not be established but it¿s likely that the purple image issue due to broken r-unit and damaged fiber bonding in outer tube area (distal end) are the causes traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device optics showed a coloured screen (purple). The issue was found during reprocessing of the device. There was no patient involvement.